Event description:
Hospital reported during a CT procedure that the patient complained of pain near the injection site into the left antecubital. There was approximately a 4 cm diameter area of swelling above the injection site with redness and swelling. The patient was given wydase injection, dilaudid, benadryl and prednisone immediately after the injection. It was recommended that the patient returned for a follow-up visit, but this didn't occur.

Manufacturer narrative:
Medrad service representative checked injector with no problems found to the unit. Hospital declined additional applications training.